Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited increased impedance and thresholds measurements at a routine follow-up. The patient will be monitored for further increases. Guidant received additional information that ths lead continued to exhibited elevated impedance.